Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual analysis of the packaging and device were conducted. The device returned in the unopened sealed sterile pouch. Visual analysis showed a foreign material in the pouch. The foreign material was a hair. Inspection of the remainder of the device, apart from the observed foreign material, revealed no other damage or irregularities.

Event description:
It was reported that a hair was found inside the packaging. A 150cm rubicon 18 was selected for use. During unpackaging, a hair was observed inside an individual package of the rubicon 18. The individual package was separated from the complete box of this product. The rest of the package was not opened. No patient involvement was reported.

Event description:
It was reported that a hair was found inside the packaging. A 150cm rubicon 18 was selected for use. During unpackaging, a hair was observed inside an individual package of the rubicon 18. The individual package was separated from the complete box of this product. The rest of the package was not opened. No patient involvement was reported.

Event description:
It was reported that a hair was found inside the packaging. A 150cm rubicon 18 was selected for use. During unpackaging, a hair was observed inside an individual package of the rubicon 18. The individual package was separated from the complete box of this product. The rest of the package was not opened. No patient involvement was reported.